Manufacturer narrative:
(B)(4). Medtronic was not authorized to conduct the repair. The evaluation and repair was completed by a non-medtronic service provider. The service provider reported a ventilator inoperable condition; the flow sensor was calibrated and the ventilator passed self-testing.

Event description:
It was reported that the ventilator was inoperable. The ventilator was not on a patient at the time of the event.